Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 149 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer denies any need for medical attention. Customer denies hyperglycemia and hga!c- 5.8. No changes in exercises, medication or diet.